Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that on (B)(6) 2013, the patient had gone to the ER with blood glucose (bg) of ¿hi¿ (>600mg/dl) and vomiting. A certified diabetes educator reportedly assisted the patient in changing the infusion set, and found that the cannula on the infusion set had been kinked. The patient¿s bg reportedly was not treated at the ER; the patient reported bolused from the pump and bg came down. The patient noted that a family member has been assisting with boluses due to the patient¿s poor eyesight and the patient believes the family member may have accidentally deleted the basal rates. It is unclear at this time if the bent cannula or the reported basal rate issue caused the reported bg excursion. Animas does not manufacture the infusion set but will forward the complaint to the relevant manufacturer. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to the basal rates mistakenly being deleted from the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/18/2014 with the following findings: the pump boots to the verify screen with audible and vibratory sounds. A 1.0u/hr basal program was executed in the pump for a 24 hour duration period; no alarms were duplicated during this time. At the end of the duration test the 1.0u basal program remained in the setting with no changes observed. Pump history shows no alarms outside the range of normal patient use. The delivered basal and boluses add up appropriately to total the total daily dose. The units remaining were correctly calculated and written to the pump history. The pump successfully completed a delivery accuracy test. No alarms occured during testing. Investigators were unable to duplicate the complaint during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.